Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced resistance when filling a cartridge. Reportedly, the customer did not notice any damage or issues with any of the supplies at the time of the event. The customer was able to successfully fill the cartridge with insulin without replacing any supplies. Then, the customer went through the load fill tubing process and could not see insulin exit the infusion set tubing after delivering 30 units of insulin. Reportedly, the customer was not connected to the tubing during the fill tubing process. The customer changed the cartridge and tubing and was able to resume insulin delivery. There was no impact to the customer's blood glucose level.